Event description:
Patient was scheduled for an egd bravo colon. While doing the egd/bravo, the md placed the bravo catheter and when twisted and pressed the button to deploy the capsule, the capsule did not deploy. This happened with two bravo catheters. It was done a third time which worked. The catheters that did not work were removed intact. No noticeable damage was done according to the dr. (B)(6). Pt code: 4582. Device code: 4042. Ref: mw5186374.